Event description:
(B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release. The patient observed insulin coming out of tubing after set change. This issue occurred with one infusion set. No further information available.